Event description:
The lay user/patient contacted lifescan in 2008 and alleged that his one touch ultrasmart meter was reading inaccurately. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on five days later at 12:30. He reported that he obtained a result of 81 mg/dl three times on the subject meter/strips, performed within 10 minutes of each other. He also mentioned that after the reported issue began, he experienced being shaky. However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The patient was not tested on any other device. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. This complaint is being reported because the patient alleged that he experienced a symptom suggestive of hypoglycemia after the reported issue began. He did not receive any medical attention. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.